Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device found that one of the smaller posts was chipped. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a right total knee. During reassembly of the instruments, it was noticed that the spacer block retaining clip was broken with a piece missing. It is unknown if the piece was left in the patient. No surgical delay.